Event description:
It was reported that during a cholecystectomy procedure, the t-tube was sutured in place. It was noted that the tubing end was dry and brittle requiring the tube to be trimmed back on two occasions. A clamp was placed but the end continued to break. The rn attempted to secure the t-tube with a tie but it slipped into the incision. The pt was taken back to surgery under general anesthesia for exploratory surgery to remove the t-tube and for primary closure of the common bile duct. The pt recovered and is doing well.

Manufacturer narrative:
A sample was returned for evaluation. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The sample appears to have had degradation by ozonation occurred post manufacturing. Over-trimming of the device also contributed to the reported event. The instructions for use states the following: "sterile unless package is opened or damaged. Do not use if package is opened or damaged." (B)(4).